Event description:
It was reported that patient's received the ¿replace generator soon¿ notification. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Event date estimated.

Event description:
Additional information received reports that the patient underwent surgical intervention during which the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.